Event description:
It was reported CT guided implant - 2nd stage - was infected and did not integrate. No symptom, came out at the time of uncovering. Per indicated: surgical/medical intervention required for permanent damage: yes, removed implant and grafted. Additional appointment required: yes, redo in 4 months. Symptoms as a result of the event: inflammation. Was the procedure completed using another implant or another device: no.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.